Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient had right hip replacement on (B)(6) 2007. Patient started to feel discomfort and when she visited the doctor she was informed her hip was part of a recall. The doctor stated she had infection in her hip. The patient was revised in (B)(6) 2013 and then had explantation in 2017. Device details (catalog/lot) were not provided.

Event description:
Patient had right hip replacement on (B)(6) 2007. Patient started to feel discomfort and when she visited the doctor she was informed her hip was part of a recall. The doctor stated she had infection in her hip. The patient was revised in (B)(6) 2013 and then had explantation in 2017. Device details (catalog/lot) were not provided.

Manufacturer narrative:
Additional devices listed in this report: unknown -5 36mm femoral head; unknown cat and lot# unknown #2 accolade stem; unknown cat and lot number at this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown liner was reported. The event was confirmed by medical review. Methods & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: ¿on (B)(6) 2016 she complained of increased pain and tenderness in the right buttock and greater trochanter after a twisting injury. An x-ray of (B)(6) 2016 was noted to ¿look good¿. On (B)(6) 2016 she was admitted with ¿severe right hip pain, unable to ambulate¿. X-ray notes the right acetabular component loosening. On (B)(6) 2016 a brief operative report for a deep debridement and removal uncemented right total hip arthroplasty with insertion of an articulating spacer was performed for a diagnosis of ¿chronic infected right thr with acetabular component dislocation¿. The brief operative report notes general anesthesia and a lateral approach. The operative note states, ¿removed the acetabular component posteriorly ¿ femoral component anteriorly exposed and removed with flexible chisels ¿ removal of very large amount of chronically infected material ¿ from acetabulum ¿ broached femur for a #9 biomet mold, cement proximally with one-third of the femur mold with a standard neck, 52 bipolar head ¿ two drains¿. Uncomplicated surgery was described. Two units of simplex p cement, as well as two units of simplex hv with gentamycin were noted in the implant labels, along with a 52 bipolar head and two drains. Uncomplicated surgery was described. Surgical pathology report from this procedure noted a diagnosis of ¿acute and chronic infection with greater than 15 neutrophils per hpf¿. The patient was discharged with a PICC line for continuing IV vancomycin." [...] No examination of any explanted components is available. This entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted. Previous and subsequent dislocations were related to persistent sepsis and revision surgery. There is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the reported event of infection however, a potential root cause could have been the gum infection and mrsa jaw infection the patient contracted along with conservative treatments. The medical review concluded, ¿this entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted.¿ [¿] ¿there is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.